Manufacturer narrative:
BLOCK B3: APPROXIMATED BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT. BLOCK H6: IMDRF DEVICE CODE A040601 CAPTURES THE REPORTABLE EVENT OF CUTTING WIRE KINKED.

Event description:
NOTE: THIS REPORT PERTAINS TO ONE OF TWO TRUETOME 44 DEVICES USED IN THE SAME PATIENT AND PROCEDURE. IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT A TRUETOME 44 WAS ATTEMPTED TO BE USED DURING AN ENDOSCOPIC RETROGRADE CHOLANGIOPANCREATOGRAPHY (ERCP) PROCEDURE ON AN UNKNOWN DATE. DURING PROCEDURE, IT WAS REPORTED THAT THE TIP OF THE KNIFE WAS BENT. A SECOND OF THE SAME DEVICE WAS ATTEMPTED TO BE USED BUT THE TIP OF THE KNIFE WAS ALSO BENT. THE PROCEDURE WAS COMPLETED WITH A THIRD DEVICE OF THE SAME TYPE. NO FURTHER INFORMATION HAS BEEN OBTAINED DESPITE GOOD FAITH EFFORTS. THE REPORTED EVENT MAY SUGGEST THAT THE CUTTING WIRE WAS KINKED. THERE WERE NO PATIENT COMPLICATIONS REPORTED AS A RESULT OF THIS EVENT. THE PATIENT'S CONDITION AT THE CONCLUSION OF THE PROCEDURE WAS EXPECTED TO FULLY RECOVER.

Event description:
Note: This report pertains to one of two TRUEtome 44 devices used in the same patient and procedure.It was reported to Boston Scientific Corporation that a TRUEtome 44 was attempted to be used during an Endoscopic Retrograde Cholangiopancreatography (ERCP) procedure on an unknown date.During procedure, it was reported that the tip of the knife was bent. A second of the same device was attempted to be used but the tip of the knife was also bent. The procedure was completed with a third device of the same type. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire was kinked.There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was expected to fully recover.

Manufacturer narrative:
Block B3:Approximated based on the date the manufacturer became aware of the event.Block H6: IMDRF Device Code A040601 captures the reportable event of cutting wire kinked.Block H11: (Investigation Result)The returned TRUEtome 44 was analyzed, and a visual evaluation noted that the working length was twisted at distal section and the cutting wire was not kinked. No other problems with the device were noted.With all the available information, Boston Scientific concludes that the reported event of cutting wire kinked was not confirmed. Upon analysis, it was found that the working length was twisted at distal section. The working length twisted found could have been caused after multiple attempts to rotate the handle of the device or during the introduction of the device into the scope. Also, the working length kink found could have been caused by attempts to advance the device through a difficult anatomy, device manipulation, or by the device coming into contact with a hard surface (scope). Based on all gathered information, the most probable root cause is Adverse Event Related to Procedure.A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.A Risk Review was completed and confirmed that the event of cutting wire kinked was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.